Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump was able to clear the alarms and able to rewind. Customer stated that they were unable to complete 0.2 unit fill cannula into the air and fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.